Event description:
It was reported that a pt underwent surgery for esophageal cancer on (B)(6) 2010 and absorbable hemostat was used on the wound. On (B)(6) 2010, the pt coughed and the family reported that something came out of the pt. The surgeon confirmed that the expelled matter was absorbable hemostat. The pt expired that same day. The surgeon concluded that the "wound's aorta broke and the absorbable hemostat rushed into the esophagus, entered the stomach and was then coughed out by the pt." Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.